Event description:
A patient underwent spine surgery, and exofin was used. Post-op appointment notes from the doctor stated that exofin did not adhere to the patient as it should have, and the patient had a rash. The patient was later diagnosed with a surgical site infection the following week and required surgical intervention. Medwatch report mw5115537 was filed.

Manufacturer narrative:
After closing of the investigation, it was determined that this event is reportable as the complainant stated that ssi was experienced after the adhesive failed to adhere. Several attempts were made to gather more information on application instructions, application conditions, etc, but those attempts were unsuccessful. The lot number and product code were not provided so an investigation of manufacturing records could not be performed. Therefore, this event is reportable based on the report that surgical intervention was required due to surgical site infection after application of the adhesive.